Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Event description:
It was reported concerning the hospital's six small fragment instrument and implant set graphic cases. The divider at the bottom of each case has a plastic coating. After six years of use, the coating is chipping after serialization. This report is 3 of 6 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation was performed. The received condition is noted as ¿severely used" with significant fading / wear evident on all of the hard anodized surfaces of the base plate assy (690.347.20), implant tray (690.347.40), instrument tray (690.347.80). Also, noted is that the screw rack, p/n (690.347.30) is missing and was not returned with the case. The laser etch graphics located on the noted trays and assemblies are severely faded, but still legible in many locations. The silicone brackets, silicone bracket holders and nylon coated brackets located on the tray assemblies are discolored and/or damaged, indicative of prolonged and multiple cleaning/sterilizations in the field. The protective nylon coating on all of the nylon coated brackets on all trays and assemblies appear burnt in color and have cracked or are missing. This is typical of prolonged exposure to extreme cleaning/sterilization environments. The exterior of the base (690.347.10) and lid (690.347.11) are severely damaged in the form of scratches and gouges. The anodic coatings are discolored. The silkscreen graphics on the case exterior has been scratched or gouge off in multiple locations. No lot number was submitted for this complaint. Top level prints for p/n (690.347) revision p, p/n (690.347.10) rev c, p/n (690.347.11) rev c, p/n (690.347.20) rev e, p/n (690.347.40) rev h and p/n (690.347.80) rev h will be used for this complaint investigation. The revision noted on the base plate assembly is a which was superseded by revision b on (07/19/2004). The current revision is e which released on (01/13/2005). Due to the unit being subjected to unknown sterilization/cleaning environments over a period of at least 9 years and the "as received" condition noted above, item was deemed to be adequate for its intended use.